Event description:
It was reported that post cardiac catheterization procedure, an 8f angio-seal device was deployed. Subsequently, the pt experienced frank bleeding in the right lower extremity for which a femostop was applied. The pt also experienced a cardiac arrest which required CPR measures. The pt was transferred to surgery where removal of the angio-seal device, evecuation of a large subcutaneous hematoma, and a left femoral arterial repair was performed. It was noted during surgery that the collagen plug was suspended 1cm above the artery, and the fascia and pulsatile flow was noted from the arteriotomy site.